Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was t-wave oversensing (twos) related to the lead. Correctable medical reasons for twos were discussed, however the physician changed one of the patient's medications and the lead remains in use. No patient complications have been reported as a result of this event.